Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 11 (max patient temperature exceeded) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and no damages were observed. The platform was functionally tested for 2 hours and an additional 1.5 hours with no issues observed. The platform performed as intended. The platform's archive was corrupted and could not be downloaded for review. Based on the investigation, no part(s) were replaced. In summary, the reported complaint could not be confirmed. The platform was functionally tested for 2 hours and an additional 1.5 hours with no issues observed. The platform performed as intended. The platform's archive was corrupted and could not be retrieved for review.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.